Event description:
Contra lateral approach with a btk-sparticor wire and a 7f rabee sheath. The doctor continued to over torque the device against the device of the scrub tech. This caused severe wire wrap and upon trying to remove the device, it got hung up on the tip of the sheath. The doctor "vigorously yanked" on the device to get it out, causing the nosecone to shear off. The nosecone was allegedly left in the pt. The nosecone was not on the catheter when it came out and no fluoroscopy was done to locate it in the pt or to remove it. Foxhollow sales rep followed up with the physician in january, 2005 and was told no further action would be taken. Pt status at that time was fine. No further follow-up will take place as the doctor has indicated no further therapy will be done.